Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned reamers confirmed that the tips were fractured, and showed signs of wear. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to user error as all returned reamers experienced a bending overload fracture indicating that excessive force was applied. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was discovered that the instrument fractured. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.